Manufacturer narrative:
This MDR was a duplicate. Any further information will be provided with report number 6000034-2017-00561. This report is submitted june 7, 2017.

Event description:
It was reported that the patient's device was explanted (date not reported) due to an unknown reason. Additional information was requested but has not been made available as of the date of this report.